Manufacturer narrative:
No pt was present. No items were returned for investigation. The customer owned the camera and said it would not be returned. Per workorder and RMA the camera was replaced and the sys was fully functional.

Event description:
A medtronic rep called to report that they were unable to track instruments, and had red status on the treon sys. There was no pt present.